Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database for the reported lot revealed no other incidents. Based on the review, no product deficiency was identified.

Event description:
Reportedly during use of the device in the distal right coronary artery with moderate tortuosity and moderate calcification, the balloon would not inflate. The device was retracted without issue and another rx xience v nano of the same size was used to complete the procedure. There was no resistance felt when the stent was placed into the target lesion or when removing the device after the failure to inflate. There were no adverse patient effects. A clinically significant delay in procedure was not reported. No additional information was provided.